Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in an inappropriate shock. The s-ICD was tested in clinic, however the noise was unable to be reproduced. The device was reprogrammed to the secondary vector to mitigate further oversensing. This device system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in an inappropriate shock. The s-ICD was tested in clinic, however the noise was unable to be reproduced. The device was reprogrammed to the secondary vector to mitigate further oversensing. This device system remains in service. No adverse patient effects were reported.